Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient was unable to code his onetouch ultra meter. The medical surveillance specialist (mss) spoke with the patient's daughter on (B)(6) 2011 and obtained the following information: the patient tests between two to three times a day and manages his diabetes with humulin 70/30 (48 units in the morning and 24 units in the evening). According to the patient's daughter, the patient's typical blood glucose range is between "130-140mg/dl". The patient's daughter alleged that the issue began on (B)(6) 2011 at 8pm. The patient's daughter indicated the patient discontinued testing with the subject meter and also denied the patient tested his blood glucose with a back-up/secondary meter after the alleged issue began. Following the reported issue, the patient's daughter corrected and clarified the patient continued with his usual daily dose of medication. On the evening of (B)(6) 2011 (time unknown) the patient's daughter corrected and clarified the patient "fainted" and the emergency medical services (ems) was immediately contacted. The patient's daughter corrected and clarified the patient obtained a blood glucose result of "23mg/dl" with the ems's meter and was soon after given IV glucose. According to the patient's daughter, once the patient regained consciousness, the patient also consumed food. Approximately 15-20 minutes after receiving treatment by the health care professional (hcp) the patient's daughter indicated the patient's blood glucose "went up" (result on ems's meter not known) and the patient declined to go to the emergency room. During troubleshooting, the customer service representative (csr) noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient reportedly was unable to test his blood glucose due to the alleged issue and was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.